Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a boil was noted around the patient¿s device pocket, the physician suspected an infection. On (B)(6) 2019, when the pocket was opened there was no sign of infection and the origin of the boil was not seen. The boil was opened, and a suture was removed from inside it. The boil had no association to the device or the internal pocket. The patient was stable before, during, and after the procedure.